Manufacturer narrative:
Corroded iuis that were noted during a cpc/tpc site visit have been confirmed. The attached file ¿cpc tpc site visit reports feb 2019.msg¿ includes the practice consultant site visit summary that was finalized after a cpc/tpc site visit which was completed in (B)(4) 2019. The site visit summary provides recommendations to implement the use of iui connector covers to prevent inadvertent touching of the iui connectors during cleaning. Clinical engineering should replace any iui connector with surface contaminants, blue/green deposits, tarnish, damaged contacts, ribs or cracks. The site visit summary also includes an alaris system iui inspection and cleaning products guidelines tip sheet. The practice consultant site visit summary document was sent to the customer on (B)(6) 2019. There were no reported events of channel disconnects. Devices were not returned for an investigation. No device history or qn search was performed since no source device serial number was reported by the customer. Per customer, no additional information will be provided. There was no patient involvement. The devices were used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit, corroded iuis were noted.